Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of a sensor on (B)(6) 2025. The user confirmed that the sensor's site is the right upper arm. The sensor was palpable before the incision. Transmitter and ultrasound wasn't used to localize the sensor.

Manufacturer narrative:
Both sensors were successfully removed from the user's arm on (B)(6) 2026. B4. Date of this report 17 feb 2026. D6b.explanted date: (B)(6) 2026. G3. Date received by the manufacturer? 13 feb 2026. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.